Manufacturer narrative:
The fse evaluated the instrument and discovered that the light scatter sensor was defective. The fse proceeded to replace the light scatter sensor and aligned the flow cell to resolve the reported issue. (B)(4).

Manufacturer narrative:
Additional information: the light scatter sensor was returned to beckman coulter for analysis and investigation revealed that the scatter sensor had visible foreign surface particles, but no physical damage. Further investigation revealed that the returned part passed the retic latron test and testing could not duplicate the reported failure of low scatter results on retic latron control.

Event description:
The customer reported obtaining low scatter results for retic latron controls ran on the coulter lh 780 hematology analyzer. The customer indicated that erroneous patient results were not generated and there was no report of any change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument.